Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. The replacement procedure was successfully performed and a new lead was implanted. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. The replacement procedure was successfully performed and a new lead was implanted. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this rv lead exhibited low r-wave intrinsic amplitude with a downward trend. The lead had appropriate sensing and therapy. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.